Event description:
It was reported that the study subject experienced decreased white blood cell count requiring medication. On (B)(6) 2024, the subject was randomized to the study. Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6) 2024. 99m-tc maa (macroaggregated albumin) angiogram was performed, and target volume was 117 cm3. 2.03 gbq was administered through 1 dose vial. Total activity of therasphere delivery to lung was reported as 0.1 gbq, therasphere delivery to perfused target normal liver tissue was 90.6 gy, total radiation dose to lungs was 5 gy, cumulative radiation to lungs was 5 gy, and dose to perfused target tumor tissue was 383 gy. On (B)(6) 2024, 5 days post index procedure, the subjects laboratory examination revealed decreased white blood cell count. It was reported that medication was given or regimen was adjusted to treat the event, on (B)(6) 2024, 31-day post index procedure, the subject was diagnosed with increased value of blood lactate dehydrogenase and gamma-glutamyl transferase (ggt). No action was taken to treat the events.

Manufacturer narrative:
D3/g1: gu9 8ql. E1 - (B)(6). Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.